Event description:
Intuitive surgical, inc. (Isi) has become aware, through the jd power nps/brand spring 2020 survey, that a "monopolar scissors¿ protection nozzle lost during a procedure". No additional details were provided or available. Isi was unable to perform follow-up attempts to obtain additional information since this report was from a blind study/survey and as such the customer/site information was not provided.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot not be determined. There is no RMA associated with this complaint and therefore, there are no isi products expected to return for evaluation. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. If additional information is received, a follow-up MDR will be submitted. No images or videos were shared for the event and no additional system/technical review was required based on complaint. This complaint is reportable due to the following conclusion: it was alleged that the ¿monopolar scissors¿ protection nozzle lost during a procedure¿. It is unknown what the reporter meant when they said that the tip cover was "lost during a procedure". Additionally, it is unclear if the mcs tip cover was lost within the patient or just lost within the operating room (or). While there was no harm or injury to a patient reported, this complaint is being reported as a malfunction, as the observed failure mode could potentially cause or contribute to an adverse event if it were to recur.